Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Dyspareunia. Recurrent pelvic organ prolapse. Additional narrative: it was reported that after mesh implantation the patient experienced dyspareunia, infection, pelvic/vaginal pain, dysuria and recurrence of pelvic organ prolapse.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat cystocele and rectocele and mesh was implanted. Date of implant: (B)(6) 2008 ppf sheet patient reporting insertion date of (B)(6) 2008 with complications (B)(6) 2008, then (B)(6) 2011 complications.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and boston scientific obtryx were implanted into the patient. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that the patient underwent removal of mesh, anterior repair and posterior repair on (B)(6) 2012 due to anterior mesh erosion, dyspareunia and rectocele. No additional information was provided.